Event description:
Treatment of a giant ruptured saccular aneurysm measuring 30mm x 10mm located in the ophthalmic segment of the left ica (internal carotid artery). This aneurysm had been previously treated with coils and had recanalized. During the procedure, it was reported that four pipelines were used; however, none of them were implanted. The patient¿s anatomy was tortuous; therefore, energy from torque (rotating the pipeline pushwire clockwise to deploy the pipeline off the capture coil) could not be transferred to the distal end of the devices leading to unsuccessful deployment of the pipeline devices. It was also noted that there was a small aneurysm proximal to the neck of the primary aneurysm. The first pipeline (4.50mm x 20mm) could not be released from the capture coil. The second pipeline (4.50mm x 20mm) released from the capture coil, but it did not expand. The third and fourth pipelines (4.50mm x 18mm and 4.75mm x 18mm) also did not release from the capture coils. All four pipelines were removed from the patient without issues. The patient was on dual anti-platelet therapy. It was reported that the patient will come back for stent coiling treatment. Same event as mdrs 2029214-2013-00848, 2029214-2013-00850, and 2029214-2013-00851.

Manufacturer narrative:
The pipeline and marksman catheter were returned for evaluation without the pushwire. The evaluation could not determine the cause of the event as the pipeline was found opened; however, the braids were found to be damaged which may have contributed to the reported issue. (B)(4).